Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (ess205) (batch no. 12269696,12265854) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera). In 2004, the patient had essure (ess205) inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: fibroids"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the abdominal pain, dysmenorrhoea and uterine leiomyoma had resolved and the vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: 2004 and (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: result: bilateral occlusion, unilateral occlusion(left tube occluded). Right tube stayed patent first test.; on (B)(6) 2006: result: bilateral occlusion, unilateral occlusion(left tube occluded). Right tube stayed patent first test. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs received. Essure lot number and dates were added. Product indication updated. Previously reported ¿injury to herself¿ was updated to abdominal pain. Following events were added: abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping) and fibroids. Event severity added for: abdominal pain. Event outcome added for: dysmenorrhea (cramping), abdominal pain and fibroids. Reporters, lab data and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (ess205) (batch no. 12269696,12265854) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain, neck pain, sleeplessness, premenopausal symptoms, abdominal cramps, obstructive sleep apnea syndrome, headache, gerd, asthma, adhesive capsulitis of shoulder, calcific tendinitis, supraspinatus syndrome, tendon disorder, low back pain and pid pelvic inflammatory disease. Concurrent conditions included hypothyroidism, gerd, multiple allergies, asthma, lightheadedness, mood swings, irritability, premenstrual syndrome, fatigue, thrombosis, abdominoplasty, pap smear abnormal, migraine, hypertension, back disorder, shoulder pain, pain in elbow, stiffness, vulvovaginal human papilloma virus infection, arthralgia, anxiety, epigastric pain, nausea, dizziness, ear buzzing, hydronephrosis, uterine fibroid, cervical cancer, breast cancer, nasal congestion, weight gain, weakness and numbness. Concomitant products included atenolol, hydrochlorothiazide, hydrocodone, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, levothyroxine, losartan, medroxyprogesterone acetate (depo-provera), ondansetron, paracetamol (acetaminophen), salbutamol sulfate (proair hfa) and simeticone (simethicone). In 2004, the patient had essure (ess205) inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have uterine leiomyoma ("other injury(ies) or complication (s) please describe: fibroids"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the abdominal pain, dysmenorrhoea and uterine leiomyoma had resolved and the vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date: 2004 and (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2006: result: bilateral occlusion, unilateral occlusion(left tube occluded). Right tube stayed patent first test.; on (B)(6) 2006: result: bilateral occlusion, unilateral occlusion(left tube occluded). Right tube stayed patent first test.. Lot number: 12265854, manufacture date: 2004-06, expiration date: 2005-11. Lot number: 12269696, manufacture date: 2004-10, expiration date: 2006-09 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.